Event description:
It was reported that the patient received an inappropriate shock due to oversensing. The system is tilting toward the patient's right shoulder. The doctor will do an invasive procedure to reposition the electrode. There were no additional adverse patient effects. The system remains implanted.